Event description:
The complainant had placed an impella cp to support a patient with a cardiac history suffering from st segment elevation myocardial infarction. The pump had supported for just about six hours when the pump was explanted. The bleeding was treated prior to explant by changing the dressing and placement of a mattress suture. The patient had a very large pannus which caused pressure on the insertion site. The explant was due to access site bleeding that could not be controlled. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site issue was most likely patient movement. Following tilting of bed, dressing saturated in blood again and interventional cardiology fellows were unable to improve oozing with troubleshooting.